Event description:
It was reported that one day post implant, the lead was found to be dislodged. The patient elected to not have the lead repositioned at that time and hv therapy was programmed off prior to discharge. It was then reported that the lead was repositioned two weeks later without complication.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.